Event description:
A company representative reported on behalf of a user facility to olympus that during a therapeutic endoscopic retrograde cholangiopancreatography (ercp) with an evis exera iii duodenovideoscope the single use distal cover fell off inside the patient's larynx. The doctor was able to get the single-use distal cover into the stomach of the patient where the distal cover was safely retrieved and removed. There was no surgical delay, and no other devices were involved in the event. The intended procedure was completed; however, the same device was not used to complete the procedure. There were no irregularities with the unused single-use distal cover before or after attaching the cover onto the duodenoscope. No anti-fog agent was applied to the scope lens. The tip cover was attached to the scope and then pulled or twisted to make sure the cover did not come off prior to use. The single-use distal cover was disposed of after it was retrieved. No patient harm reported. This is related to patient identifier number (B)(6) which was reported under MFR. Report number 8010047-2021-09917.

Manufacturer narrative:
The device referenced in this report was not returned for evaluation. The root cause of the user¿s report cannot be conclusively determined but the most likely causes for the reported phenomenon (distal end cover falling off) are as follows: 1) distal cover was attached inappropriately. 2) scope distal end had some abnormality such as adhesion of foreign material, breakage or, 3) scope distal end received greater stress during procedure such as frictional load by twisting/pushing/pulling scope in body than the pulling or twisting stress user applied to distal cover during inspection prior to use. A review of the device history record revealed that the device satisfied specifications and was shipped accordingly. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. This report was submitted by the importer under the importer's report number: 2429304-2023-00015.

Manufacturer narrative:
This report is being supplemented to provide the legal manufacturer's final investigation results. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the final investigation, the reported issue was most likely caused by the distal end of the subject scope receiving greater stress during the procedure (twisting, pushing, or pulling scope in body) than the stress the user applied during the inspection of the device prior to use. This supplemental report includes a correction to h6 codes. Codes added to h6 (type of investigation) that were inadvertently not included on the initial medwatch. Also, a correction has been made to h6 (investigation findings). Code "3221" has been corrected to code "3243." Olympus will continue to monitor field performance for this device.